Event description:
Event description guidant received information that this pacemaker was explanted and replaced because it's battery capacity was below 50% remaining after being implanted for only one month. The only symptom the patient reported was a buzzing sensation in his hand, which occurred a short time after implant, prior to being discharged from the hospital. This device is part of the c2 low voltage capacitor advisory population.